Manufacturer narrative:
The current instructions for use (IFU) contains the following: "warnings - in rare instances, some patients may be allergic to the plastic aligner material". The treating doctor shared that the potential root cause of this event could have been the invisalign aligners, or the cheek retractor (not an align product) used when the fixators were placed. At this time, with the available information, no conclusive evidence has been provided that supports or opposes the fact that the invisalign aligners caused or contributed to the reported event. This event is being filed as an MDR as the treating doctor reported that the patient required an adrenaline injection (indicative of a life-threatening reaction), and the invisalign system aligners were being used. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Align continues to monitor for trends.

Event description:
The treating doctor reported that the patient had symptoms of swollen lips and sore throat. The treating doctor reported that the patient required the following medical intervention to alleviate the reported symptoms: patient visited the hospital. The patient was prescribed with the following medication: adrenaline injection and steroid pills. The treating doctor reported that the patient discontinued the use of the aligners on 04-26-2024 and is currently asymptomatic.